Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a low battery alert and a no delivery alarm. The device also alarmed a pump error indicating the drive count/time values or changes are incorrect for moving or coasting as well as a pump error indicating motor power supply voltage error detected. The customer¿s blood glucose during the incident was 156 mg/dl. The customer was unable to rewind the device. When they try to rewind the pump error alarm, indicating the drive count/time values or changes are incorrect for, recurs. The insulin pump will be returned for analysis.